Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and weak signal alarm from the insulin pump. The customer stated that she kept getting weak signal alarm for her sensor. The customer's blood glucose reading was 41 mg/dl. The customer treated with lunch and glucose tablets. The customer was advised to monitor the pump. The customer declined to troubleshoot for low readings.